Manufacturer narrative:
On 11/09/2015 the field service engineer (fse) found that the wbc bath was not draining properly causing the hgb issue. The tubing at pinch valve vl12d had come off its fitting. The fse reattached the tubing and the instrument ran without issue. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported incomplete hemoglobin on the background check of the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.